Event description:
It was reported that the compressor is having an issue switching to supply the ventilator with compressed air. There was no patient involvement. Importer ref #: (B)(4). Manufacturer ref #: (B)(4).

Manufacturer narrative:
The exchanged part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been finalized. Reference exemption #: (B)(4).